Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was moisture in the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/03/2015 with the following findings: during investigation, a visual inspection of the pump showed no evidence of moisture in the cartridge compartment. There was no physical damage or cracks observed in the pump casing. A leak test was performed and no leaks were detected. The complaint of moisture in the cartridge compartment area was not able to be confirmed during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.